Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate.this report reflects information received by FDA in the form of anotification per 803.22 (b)(2)". MDR report mw5188184.